Event description:
It was reported that the device does not suck properly. There was no harm or adverse event for patient, operator or third party reported. No further information received. Update avoe 15-nov-2022 it was confirmed that the error occurred during anterior cruciate ligament surgery around mid-august. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a change of tower and tubing. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The returned device was visually inspected, and it was noted that the screws were missing from the back of the device. The warranty seal was absent, indicative of potentially unauthorized repair attempts. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and no error messages and no audible alarms were triggered. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the pump, and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate the pump triggered an alarm and the rollers stopped moving. This is expected behavior. When the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. The review of complaint records for serial number (B)(6) shows that the device has 1 previous complaint. The complaint allegation was not confirmed, and other failure modes were identified